Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint was confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and review by a healthcare professional. Patient was revised due to dislocation. Bloody effusion was removed and the knee was found unstable. Ligaments avulsed and posterior ligaments found ruptured. All components were revised except for the patella. No complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. UDI # (B)(4). Concomitant medical products: item # 00598003701 lot # 62369727, item # 00595203014 lot # 61984770, item # 00598009000 lot # 62397212, item # 00596009900 lot # 62382587. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00040.

Event description:
It was reported that patient underwent left total knee arthroplasty; subsequently the patient was revised approximately 7 years post-implantation due to dislocation.